Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the superficial femoral artery (sfa). Predilation was performed with an unspecified balloon catheter and a 6x80x120 epic¿ vascular stent was advanced and deployed in the target lesion with no problems. However, when the stent delivery system was pulled out of the unspecified sheath and guide wire, the inner liner attached on the shaft began to detach. The recently implanted stent was post dilated using an unspecified balloon catheter and the procedure was completed. Nothing was left inside the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). The inner shaft was completely separated from the epic sds. There was no damage or irregularities noted on the outer sheath, tip and handle. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had 2mm of residual adhesive on the proximal end which is within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the superficial femoral artery (sfa). Predilation was performed with an unspecified balloon catheter and a 6x80x120 epic¿ vascular stent was advanced and deployed in the target lesion with no problems. However, when the stent delivery system was pulled out of the unspecified sheath and guide wire, the inner liner attached on the shaft began to detach. The recently implanted stent was post dilated using an unspecified balloon catheter and the procedure was completed. Nothing was left inside the patient. No patient complications were reported and the patient's status was fine.